Event description:
It was reported that the fox sv dilatation catheter was used to dilate the target lesion in a dialysis shunt, but the fox sv ruptured at 15 atmospheres with the second inflation. The entire device was removed from the anatomy without difficulty. A non-abbott dilatation catheter was used to complete the procedure. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.